Event description:
A report received from the USA stated an 840 ventilator experienced a distorted display. There was no report of patient involvement. The date of the event is unknown.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer informed covidien that the problem was isolated to the liquid crystal display (lcd) panel. The customer will replaced the lcd panel. No additional information is available at this time. (B)(4).